Event description:
No additional information received for the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, device evaluation and the completed complaint investigation. Updated fields: d8, d10, h2, h3, h4, h6 and h11. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: <1 cfu. Bacterial identification: aerobic revivifiable microorganisms. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 4 cfu. Bacterial identification: niallia species and bacillus species. Sampling date: (B)(6) 2025. Sampling from: total. Cfu: 4 cfu. Bacterial identification: aerobic revivifiable microorganisms. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected microbiological contamination and brownish liquid came out of the device. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.